Event description:
A falsely elevated ctni result of 2.42 ng/ml was obtained. The clinician questioned the result and upon repeat, a result of 0.06 ng/ml was obtained. There were no adverse health affects to the pt due to the erroneous result being reported. Pt treatment was not prescribed or altered as a result of the erroneous result. The erroneous result was most likely caused by splashing around the hm area which was corrected by performing instrument maintenance.